Manufacturer narrative:
Device manufacture date is unavailable. The system logs were received. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the midas wedge was inconsistent with passive planer. There was no wedge shown. There was no patient present when this issue was identified.